Event description:
Pt has history of multiple hospitalizations for abdominal pain. In 2008, she underwent a procedure, which included: repair of incisional and ventral hernias, removal of old mesh, small bowel resection, implant of allograft mesh -ethicon and mtf flexhd acellular hydrated dermis-, and bladder repair. Pt was subsequently hospitalized in 2009. During the the following month admission, the pt was taken to surgery and found to have extensive adhesions. The surgeon reports the flexhd acellular hydrated dermis had not been absorbed, as he would have anticipated it should have been after 11 months. Dates of use: 2009.